Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was planned to be implanted in a patient for the endovascular treatment of a 55 mm diameter abdominal aortic aneurysm. The patient was noted to have minimal vessel tortuosity and moderate calcification of the common and external iliac vessels. It was reported that during the index procedure the physician had trouble getting the device up the vessel and used several different methods including cereal dilators and noncompliant balloons to help allow the device to get access into the aorta. These were unsuccessful, and the device was pushed past a portion that was very tight. This led to slight damage to the device. When the device was being removed from the patient, the vessel stuck to the device and came with the device causing major bleeding and complications. The patient expired. Per the physician, the cause of the event was due to user error. It is also noted that the patient had tight vessels, presenting a challenge in getting the device up. No additional clinical sequelae were reported.

Manufacturer narrative:
Film evaluation summary; the exact cause of the stent graft positioning difficulties and resulting vessel perforation could not be determined from the films provided. Images during implant were not available and the device was discarded. However, it appears that the attempted implant into the patient¿s highly calcified and small caliber access vessels likely led to the events. User/procedural related issues may have also contributed to the events. If information is provided in the future, a supplemental report will be issued.